Event description:
The customer reported that the ICU monitor read crazy rhythms when using the device. The customer stated they changed out the products without resolution. When they put the patient back on the reusable lead, the issue was resolved. Additional information received on 1-jun-2022 stated that the products provided a false/inaccurate reading. No patient injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as the affected lot number was not provided by the customer. However, the supplier reviewed the DHR records for the last three lots, and did not find any change to material, tooling, process, procedure, or machine parameters. The customer reported that no samples will be returned for evaluation therefore the supplier randomly checked 500 pieces from inventory and rechecked the functional test under current mass production test conditions; no issues were found. Based on the available information, the reported issue could not be confirmed. Furthermore, since the supplier performs 100% functional test prior to product release, it does not appear that the reported issue is related to the manufacturing process. No corrective and preventative actions are required at this time. If a sample is received at a later date, the investigation will be updated accordingly. This complaint will be used for tracking and trending purpose.